Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event; however, no intervention has been performed. The patient was stable and will continue to be monitored.